Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure related to the fill estimate issue was identified. The occlusion alarm investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 232mg/dl. The customer performed their own troubleshooting, a new cartridge was loaded and a minimum fill notification was received leading to an air leak being detected as the cause of the occlusions. Reportedly, the customer reverted to manual injections for insulin therapy.